Event description:
Same case as MDR ID 2134265-2015-03120, 2134265-2015-03092, 2134265-2015-03093, 2134265-2015-03094. It was reported that guide wire entrapment occurred. The target lesion was located in the subclavian brachiocephalic vein. A 035/180 magic torque¿ guide wire crossed the lesion, a non bsc angiographic catheter was then advanced over the guide wire. A 8.0 x60, 75cm gladiator¿ balloon catheter was advanced however, it became stuck on the wire and there was no visible lesion. The balloon catheter and the guide wire were removed from the patient. The 035/180 magic torque¿ guide wire was re-advanced to the lesion followed by the non bsc angiographic catheter, which advanced over the wire with ease. An 8.0 x80, 75cm gladiator¿ balloon catheter was advanced over the 035/180 magic torque¿ guide wire however the device also became stuck on the wire at the same location. The wire was exchanged for a 035/260 magic torque¿ guide wire. The physician tried to advance a 5.0 x80, 75cm gladiator¿ balloon catheter but the device was also stuck on the wire and a little extravasation of dye was noted outside the vessel. The extravasation was treated with the physician holding up the balloon until it resolved. The devices were removed and the procedure completed with a v-18 guide wire and a very low profile sterling balloon catheter with no problem. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit has wire kink, as part of overall visual revision. The unit returned matches with the upn provided by the customer. Visual inspection was performed and the device presented the distal tip damaged (spring tip kinked). It also presented a kink in the body. All the outer diameter (ods) taken were compared and all of them are according to specifications. The guide wire overall length was approximately 179.5cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03120, 2134265-2015-03092, 2134265-2015-03093, 2134265-2015-03094. It was reported that guide wire entrapment occurred. The target lesion was located in the subclavian brachiocephalic vein. A 035/180 magic torque¿ guide wire crossed the lesion, a non bsc angiographic catheter was then advanced over the guide wire. A 8.0 x60, 75cm gladiator¿ balloon catheter was advanced however, it became stuck on the wire and there was no visible lesion. The balloon catheter and the guide wire were removed from the patient. The 035/180 magic torque¿ guide wire was re-advanced to the lesion followed by the non bsc angiographic catheter, which advanced over the wire with ease. An 8.0 x80, 75cm gladiator¿ balloon catheter was advanced over the 035/180 magic torque¿ guide wire however the device also became stuck on the wire at the same location. The wire was exchanged for a 035/260 magic torque¿ guide wire. The physician tried to advance a 5.0 x80, 75cm gladiator¿ balloon catheter but the device was also stuck on the wire and a little extravasation of dye was noted outside the vessel. The extravasation was treated with the physician holding up the balloon until it resolved. The devices were removed and the procedure completed with a v-18 guide wire and a very low profile sterling balloon catheter with no problem. No further patient complications were reported and the patient¿s status was fine.